Manufacturer narrative:
G4:23dec2020 b4:(B)(6)2020 the touchscreen was replaced to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported that the touchscreen is unresponsive. The customer contacted product support and requested service repair. The customer reported that the unit was not in use on a patient.